Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results obtained of 98 and 200 mg/dl non-fasting. The customer¿s expected non-fasting blood glucose test result range is 158-162 mg/dl. Customer stated that she normally tests non-fasting and only provided her non-fasting range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 88 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/18/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).